Manufacturer narrative:
Additional information added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a blood leak/clot was observed originating from the luer connection between the prismaflex hf 1000 set and a thermax disposable set during continuous renal replacement therapy. The clot was noted to be surrounding the top of the filter. The amount of blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.